Event description:
The customer reported they received 3 occurrences of error #8 no tip error in channels 1, 3 and 5. The plate and date is: (B)(6). The plate was aborted so no erroneous sample results were reported. Complainant name: same as reporter. Issue started on: the date of occurrence was (B)(6)-2013. Frequency: 1 time. Error occurred during: processing. Was any action performed which could lead to the error: none. Other error code: no other errors occurred. Other relevant details: none. Trace/log files from instrumentation: no requested at the time of notification but files may be downloaded for further investigation a service call was created. Cts followed up with the customer to obtained the plate ID's, date of the event's. Second level sign up will be created for the evaluation of the event. Call will be requeue to srms for reportability assessement. On (B)(6)-2013, files were uploaded via (B)(6). During an internal review for nc (B)(6) it was discovered that plate (B)(6) to the (B)(6) assay had a sample well that did not pipette. (B)(6). This was the donor sample. Testing date (B)(6)-2013.

Manufacturer narrative:
On (B)(6) 2013, ortho clinical diagnostics (ocd) notified customers (B)(6) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify.any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions;discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter.post this notification in your laboratory or with your user documentation.the FDA¿s (B)(6) district on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c.(B)(4).